Event description:
The device was used during a lavh procedure. Reportedly, the knife on the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.